Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided.

Event description:
Doctor reported the implant is defective. According to doctor, she placed the cm3113 implant then realized the internal connection didn't match the normal dimension. Doctor removed the implant and placed another implant on the same day.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length (cm3113) was reported but not received at pbg. Therefore, visual evaluation could not be performed. Upon receiving/locating the product, the pce will be reopened and updated accordingly. This investigation was conducted using only the available information. (DHR, risk files, ifus and other information). Functional testing could not be performed since the product was not available. No pre-existing conditions were noted on the per. The implant was intended for an unknown tooth location. Review of appropriate documentation: documents reviewed: instructions for use ¿ implants, abutments and restorative components for 3.1mmd eztetic¿ implant¿ ifu9228 rev 1 ¿ 11/19. Information identified: warnings, precautions and breakage. Per the applicable IFU, it is stated that improper techniques and patient factors can cause device failure. DHR review: DHR review for the lot (63707461) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63707461) for similar events (complaint category keywords: functional: other (defective)) and no other complaint was identified. Only complaints related to non-integration, loss of integration or peri-implantitis resulted and are not related to the reported event as they occur after implantation related to the device - patient interaction. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not available.